Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that there was moisture behind the display after the patient wore the pump at a water park. The reporter denied any damage to the pump casing. The reporter noted that while off the pump after the reported issue, the patient experienced elevated blood glucose (bg) of 400mg/dl with trace ketones. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of moisture behind the display with no visible damage.

Manufacturer narrative:
Follow-up # 1 date of submission 10/03/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/13/2013 with the following findings: during investigation, moisture was visible through the display lens which distorted the view of the display screen. There was no visible moisture found inside the battery compartment. During testing, a display lens leak was found. The pump cover was removed and there was visible moisture corrosion on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.